Manufacturer narrative:
The rpt'd condition was confirmed however, the exact cause could not be reliably determined.

Event description:
The disposable loading unit was used with an auto suture multifire endo gia ii disposable stapler during a thoracoscopic bullectomy procedure. Reportedly, the instrument did not close completely. The surgeon used another instrument to complete the procedure. The hospital has reported that no patient injury occurred.